Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were inappropriate shocks noted. Diagnostic imaging revealed that the right ventricular (rv) lead had dislodged. A lead revision procedure was performed to reposition the lead, but the helix was unable to extend during the procedure. The lead was explanted and replaced, and the patient was stable following the procedure.